Event description:
A caller reported an issue with the insulin pump displaying a different fill estimate than expected, with the displayed value remaining static despite insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support explained the cause¿variances in pressure measurements affecting the calculation¿and assured the caller that once the insulin level matches the static number, the estimate will adjust normally. The caller understood the explanation.